Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) that since implant they were unable to charge the implantable neurostimulator (ins) the last 25%. It was confirmed the consumer was getting eight coupling bars with the rep. Stating they informed the consumer it could take four hours to charge from 0-100%, but the rep. Was advised it took 4-6 hours. It was recommended for the consumer to continue charging normally, but if they continued to feel like there was an issue stats. From the recharger could be pulled to see if an actual issue was occurring.